Event description:
Pt with a history of paf xarelto, hfref 2/2 iscm (most recent ef 40%), s/p sjm dual chamber ICD 2007 (gen change 2014), cad, hld, hypothyroidism and multiple sclerosis who recently hospitalized after ICD shocks - likely from ICD fractured leads. The pt initially presented to an osh where ep was consulted for repeated ICD shocks for a-fib with rvr. Per the outside note, ICD interrogation was concerning for ICD lead failure with impedance <10 ohm. Her ICD tachytherapy was turned off. Here now for ICD lead extractions as well as generator explant and new device placement.